Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. Customer's blood glucose value was 247 mg/dl at the time of the incident. The customer's another blood glucose level was 200 mg/dl, 40 mg/dl, 50 mg/dl and 222 mg/dl. The customer was assisted with troubleshooting. The customer did experienced the symptoms such as shaky and felt like hair was being pulled. Customer stated that they replaced reservoir cartridge over 3 times in the 4 days. The customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.